Manufacturer narrative:
Covidien verified that the n65 display was missing segments. The problem was isolated to the universal interface (ui) printed circuit board (pcb). The ui pcb was replaced. (B)(4).

Event description:
The customer reported that the n65 monitor is missing segments in the saturation of peripheral oxygen (spo2) window. The patient was not harmed or injured as a result of the event.